Manufacturer narrative:
Concomitant products: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v099194, implanted: (B)(6) 2008, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v099194, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
Follow up information that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. It was noted that the patient had no current appointments set up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that both the patient¿s devices only lasted 28 months. The patient was informed the battery life was going to be five to eight years. The patient was ¿really aggravated¿ when both the device "failed and quit" on the same day. The reporter indicated that the patient was informed by his healthcare provider the day prior to the report that his tremors were ¿hard to control¿. The patient wasn¿t informed of this from the ¿get go¿ and wasn¿t looking to have them replaced after 28 months. The reporter indicated that the patient¿s tremor came back a ¿whole lot worse¿ when his devices failed. The patient "couldn't hold onto it" with both hands.

Manufacturer narrative:
Additional review indicated that device code (B)(4) no longer applies.